Manufacturer narrative:
Literature citation: sung et al. Retrospective comparative study of operative repair of hammertoe deformity. Foot and ankle specialist. 2014; 7: 184-191. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article by sung et al, titled "retrospective comparative study of operative repair of hammertoe deformity" the authors 4 cases that underwent revisional second hammertoe surgery following implantation with the wright medical device.